Event description:
It was reported that tandem mobi pump issued cartridge alarm during use and caller sought assistance. There was no adverse impact to the customer¿s blood glucose level. Customer, under guidance from technical support, removed cartridge, delivered 9-unit bolus that completed successfully, reloaded original cartridge, and successfully resumed insulin therapy, and issue was considered resolved.